Manufacturer narrative:
Batch review performed on 22 march 2024. Lot 2002491: (B)(4) items manufactured and released on 22-jul-2020. Expiration date: 2025-jul-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 year and 10 months after the primary surgery, the surgeon performed a washout and revised the liner. The surgery was completed successfully.